Event description:
Johnson & johnson gynecare sling. Was inserted on (B)(6) 2011 and went through my bladder the same day. Two trips to the emergency room as well as admission for three days to hospital. Second surgery on (B)(6) 2012 to remove part of the sling which went through my bladder. Pain, urinary incontinence, pressure, leakage and painful sex.